Event description:
It was reported that during a routine device changeout procedure, the atrial lead was capped and replaced due to noise that had caused automated mode switch episodes. No patient symptoms were reported. The procedure was completed successfully.